Event description:
It was reported that the inflatable penile prosthesis (ipp) device was revised because the device would not inflate. Inspection found that the tubing to the pump was too long and was kinked. The tubing was cut and reconnected.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was revised because the device would not inflate. Inspection found that the tubing to the pump was too long and was kinked. The tubing was cut and reconnected.